Manufacturer narrative:
Root cause was identified to be a failed tram das module based on the service information provided by depot repair. The tram 451n das module was replaced to correct the reported problem. Further investigation into the root cause could not be completed since the failed das module was scrapped.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the evaluation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported the tram was giving false low invasive blood pressure readings. No patient compromise reported.